Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is thus based on the information and photo provided by the customer and our knowledge of the product. Results: the customer stated that the breathing circuit did not pass a leak test and that the swivel piece seem to be damaged. Visual inspection of the photo provided by customer was performed. The photo showed that the elbow and swivel disassembled. No damage was observed to any part of the swivel or the elbow. Conclusion: we are unable to determine what may have caused the event as reported by the customer. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject breathing circuit would have met the requirements at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a rt265 infant dual-heated evaqua2 breathing circuit did not pass the leak test and that the swivel piece seems to be damaged. There was no patient involvement.